Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, electrocautery was used and the cardiac monitor device exhibited backup vvi operation. A device software download was performed successfully. The patient would continue to be followed normally.